Manufacturer narrative:
Analysis/evaluation: the firm's technical and medical staff concur with the reporting transfusion medicine director's evaluation that, based on continued use of the same model device without further adverse effect, that the source of the reactions most likely originated in other factor(s), independent of the filter. Unless substantially significant info becomes available, this constitutes a final report.

Event description:
It was reported that a pt experienced hypotension and vomiting during a platelet transfusion. No pt sequelae was reported.